Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Blood gushing inside cheeks - mouth [mouth haemorrhage]. Cuts to gums [gingival injury]. Sore-mouth [oral pain]. Nip inner lip [lip injury]. Nearly choked [choking sensation]. Cuts to cheeks, nip cheeks [mouth injury]. Come apart/become loose before breaking... Cut gums and cheeks , nip cheeks or inner lip- oral-b brushheads [injury associated with device]. Coming apart / break up in the mouth and some just split / falling apart, to the extent of the metal pins and the brush head ending up in mouth / become loose before breaking apart [device breakage]. Concerned at the possibility of counterfeit products - oral-b brushheads [suspected counterfeit product]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 07-mar-2018 that after only a few weeks of use, the oral-b brushheads, version unknown were coming apart. The consumer elaborated that some broke up in the mouth, and some just split causing cuts to gums and cheeks. The consumer had even had some where the metal pins had come out and he/she nearly choked on them. The consumer stated that this had been happening over the last 2 years, and he/she was just replacing them; now this was getting very annoying and sore. The consumer asserted that at the moment, he/she was sitting with blood gushing from his/her cheeks. The case outcome was improved. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 08-mar-2018 received consumer's follow-up e-mail: the consumer reported that this had happened to him/her more than 10 times in the last few years with different models of units. The consumer described that the head was completely falling apart, to the extent of the metal pins and the brush head ending up in his/her mouth while brushing; this had happened twice. The consumer elaborated that mostly the brush heads became loose before breaking apart and ended up nipping the cheeks or inner lip; it was at this stage that the consumer replaced the brush head before it broke. The consumer noted that the main ones that he/she replaced were the oral-b power oral care refills precision clean. No further information was provided. On 23-mar-2018 received consumer's follow-up e-mail: the consumer reported that the brush head in question had been thrown out, however he/she noted it was slightly faded on the oral-b text area and it looked like a print. No further information was provided.